Event description:
The customer reported the device failed to alarm and failed a leak test. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
There was no patient involvement. The field service engineer (fse) was dispatched to the customer site and was unable to confirm the customer¿s allegation. The fse performed both the alarm test and leak test and the device passed both tests. It was determined that the customer was performing the tests incorrectly. The timing of the proximal port disconnect test was explained to the customer. The fse also reviewed diagnostic logs and performed all performance tests on the unit. Unit successfully passed all performance tests and unit was returned to service.